Manufacturer narrative:
(B)(4). Batch # unk. Investigation summary: as the device was not returned, an analysis investigation could not be performed. Additional information: a photo was received for review. Upon visual inspection of one photo, the following was observed: the photo shows four clips on the tissue and three malformed clips were observed. Based on the photos reviewed, the event described of scissored clips is confirmed, however no conclusion or root cause could be determined. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified.

Event description:
It was reported that during a gastric bypass, the doctor had a small vessel bleeding near the j-j anastomoses and the staple line was oozing. The doctor tried to place the clip on the staple line and it scissored three times. The doctor fired a fourth clip on nothing and it looked fine. A second like device was used to complete the procedure. There were no patient consequences reported.